Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device had no visual display on the monitor screen and no ECG base line on the strip recorder. The complainant indicated that there was no patient involvement in the reported failure.